Manufacturer narrative:
The field service representative was re-dispatched to the site for continuing issues with qc results. He found there was an issue with the measuring cell and replaced it. He performed measuring cell preps, a system volume check, pmt high voltage, initial blank cell calibration and performance testing which were successful. The customer successfully ran calibration and qc.

Event description:
The customer received questionable results for thyrotropin (tsh), free thyroxine (ft4) and 25-hydroxyvitamin d (vitamin d) from (B)(6) 2014 for multiple patient samples. The samples were repeated (B)(6) 2014. The initial results are the handwritten data. All tsh results are in uiu/ml, ft4 results are in ng/dl and vitamin d results are in ng/ml. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The tsh reagent lot number was 17448201 with an expiration date of 06/30/2014. The ft4 reagent lot number was 17483301 with an expiration date of 11/30/2014. The vitamin d reagent lot number was 17526301 with an expiration date of 01/31/2015. The field service representative found there was an issue with the integrity of sipper channel 1. He back flushed the sipper#1 pathway and checked the system during a run for irregularities and fluidic performance. He ran a precision check for vitamin d and checked the assay performance. All parameters passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.